Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage/user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 150-230mg/dl fasting. Verified the strips expire 7/29/2017. Customer confirms the strips are stored properly and were first opened 4/4/2015. Customer performed back to back blood test, 115mg/dl and 112mg/dl fasting. Reviewed meter memory: (B)(6). The customer is also comparing the results from her meter against her husband hand held meter due to not trusting the results. The customer states when she performed a blood test on (B)(6) 2015 and received a result of 273 mg/dl, she took her long acting insulin and her blood sugar dropped to 54mg/dl within a few minutes which made her feel sick. No adverse event reported.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 150-230 mg/dl fasting. Verified the strips expire 07/29/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 115 mg/dl and 112 mg/dl fasting. Reviewed meter memory: 406 mg/dl, (B)(6) 2015, 04:21:00 am, fasting: yes; 150 mg/dl, (B)(6) 2015, 12:34:00 am, fasting: yes; 43 mg/dl, (B)(6) 2015, 11:58:00 pm, fasting: yes; 273 mg/dl, (B)(6) 2015, 11:41:00 pm, fasting: yes; 156 mg/dl, (B)(6) 2015, 06:43:00 pm, fasting: yes. The customer is also comparing the results from her meter against her husband hand held meter due to not trusting the results. The customer states when she performed a blood test on (B)(6) 2015 and received a result of 273mg/dl, she took her long acting insulin and her blood sugar dropped to 54 mg/dl within a few minutes which made her feel sick. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.